Event description:
It was reported, the patient had a loss of therapeutic effect and they were instructed by their doctor to increase their stimulation. It was stated, the patient had urinary relief but it stopped about a month ago when they started to have a low grade fever. It was noted, the patient thought they had a bug and they went back to using gauze and pullups. It was reported, the patient was having difficulty with their stimulation adjustment and they received assistance and increased their stimulation from 2.0 volts to 2.5 volts. It was stated, the patient was going to follow up with their healthcare provider in 3 months. It was reported later, patient had loss of urinary relief about a month ago. The patient at the time, he had a low grade fever and health care provider (hcp) thought he had a uti and he was placed on antibiotics. It was indicated that culture came back negative. The patient appointment was scheduled for to see hcp next month. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3889-28, lot# va0gn9v, implanted: 2014 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient did not have greater than fifty percent symptom reduction. The patient was prescribed vesicare and was dealing with symptoms. The patient's symptoms were ongoing.

Event description:
Information received later indicated that patient was still having concerns regarding their device or therapy but was working with the manufacturer representative. It was noted that in (B)(6) 2014, patient had a low grade fever and each urinalysis indicated a uti. The patient was taken antibiotic to no avail. It was indicated that since may the desired affects (less voiding) stopped. The patient appointment was scheduled on (B)(6) 2014.

Manufacturer narrative:
(B)(4).